Event description:
It was reported, that the hysteroresectoscope had the base of the lens broken. The issue was found during the therapeutic transurethral resection of the prostate procedure which was completed with a similar device and no delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing and the device not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause for the issue was excessive force. Olympus will continue to monitor field performance for this device.